Manufacturer narrative:
The implant remains in-situ. A radiograph was provided which confirmed the event. Neither the identifying part nor lot number were provided; therefore, a review of the device history record could not be conducted. The original surgery date is unknown. Based on the limited information provided, a root cause cannot be determined at this time. If additional information is provided, supplemental report will be submitted.

Event description:
At the one-year postoperative visit, a radiograph revealed an iliac screw fracture.